Event description:
Rep reported that during an intra-operative procedure the tip of the cord from the tunneler broke off subcutaneously as the physician was trying to pass the tunneler under the skin. This broken piece was successfully retrieved. The surgery was not delayed for more than 30 minutes, however additional steps were taken to retrieve the piece. The steps taken were not provided.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a root cause could not be determined as the clamp end and tip end were found to be typical from a visual appearance and configuration. Further inspection revealed that the fracture plain of the cord seemed to run straight across the cord (perpendicular) which would appear that the cord was not subjected to any bending motion. (B)(4). It is very likely that if there was a problem with manufacturing it would have been identified during the two inspection steps conducted prior to distribution. A review of the device history records confirmed that this device conformed to the required specification prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.